Manufacturer narrative:
The event date is an estimated date, year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had their implantable neurostimulator (ins) replaced in (B)(6) 2016. The caller thought there was some sort of impedance issue seen at that time. Therefore, the physician replaced the ins and this resolved the issue. No patient symptoms were reported.